Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Performed a visual inspection on the returned sensor patch and no issue was observed. Visual inspection was performed on the returned applicator and cap, no issues were observed. Applicator fires correctly. Data was extracted using approved software, and extraction was successful. The sensor data was reviewed and signal low error message along with a drop in glucose and temp values were observed, indicating that the sensor tail loss of contact with interstitial fluid due to temporarily unseated puck on body. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported they had not "received any readings" with the adc device and as a result, the customer was unable to obtain readings ¿through the night¿. As a result, customer experienced a loss of consciousness and was given a glucose shot and a juice for treatment by their mother, who is a non-hcp, for treatment. There was no report of death or permanent impairment associated with this event.